Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4). Analysis is pending.

Event description:
The pt, who was in atrial arrhythmia at 120 bpm, was hospitalized in emergency because of syncope. The physician thinks the syncope could result from an interaction between the safer pacing mode operations and the atrial arrhythmia pt's condition.